Event description:
Healthcare professional reported left side capsular contracture, baker grades iii. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side capsular contracture, baker grades iii. The device was explanted.

Event description:
Patient reported left side "noticed a slight deflation", which was later confirmed via mammogram. Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional later confirmed left side deflation. Device has been explanted.

Manufacturer narrative:
Clarification to h10 related report numbers: this is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-13800. Clarification to d6a implant date: partial date (B)(6) 2013. Reason for reoperation: deflation; capsular contracture, baker grade iii.